Event description:
During device implant, it was noted that the set screw could not tighten. An alternate device was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
As-received, the device was at vvi mode above elective replacement indicator (eri) level. Analysis revealed no contamination on setscrew inset and the v-ring contact spring. The wrench will go into the inset freely and able to tighten the setscrew within normal torque range. Tightening of known good leads into header was performed without difficulty. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.